Event description:
It was reported to philips that during scan the system encountered a geometry error. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.